Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient's mother was advised on the general use of dexcom device. Patient's mother was advised to check the bluetooth settings, try another sensor, then re-pair the transmitter. No additional patient or event information is available.